Event description:
During a bipolar hip procedure using an esu, the physician indicated that the device was not working properly. Connections and grounding pad were checked, the physician requested that power be increased to no effect. Both esu and grounding pad were changed. Following the procedure and upon removal of the original grounding pad, a 1 to 1.5 inch bleached white, brown area was observed on the pt abdomen in an area along the edge of the pad. Biomed checked the esu and concluded that it was working properly. The inventory of grounding pads of like lot number was pulled; the suspect pad was sent to the MFR for evaluation.